Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the devices. Further investigation is not warranted at this time. UDI: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotator cuff repair the footprint ultra pk suture anchor 4.5 broke during implantation. The anchor was removed from the patient and a ten minute delay was noted as a result. A back up was used to complete the procedure. No additional bone holes were required to be drilled as a result. There was no patient injury reported as a result of the event.